Event description:
A customer had contacted home care services (hcs) regarding an ultraset disposable disconnect y-set which has a stripped connection where the customer believes is due to the poor quality of plastic. When the patient was contacted, the hp stated that the connection between a y-set and the drain line is the same but the plastic is made out of different material and when he tightens the y-set and the drain line together it strips. The hp did not want to give out the sample because he says that's the way the product is manufactured. There was patient involvement but no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).a batch review was not conducted due to unknown lot number.the reported problem was not confirmed. A root cause could not be determined.